Manufacturer narrative:
The investigation of the returned stent system found the pusher body coil kinked, which is consistent with the alleged product issue; however, the device was able to advance and deploy through the returned headway microcatheter without resistance during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the kink is consistent with the device experiencing forces over specification.

Event description:
See h11.

Event description:
As reported, the patient was a recurrent posterior p2 cerebral aneurysm. Planned stent assisted embolization. Preparing to use a 2.5 x 17 stent, the stent microcatheter was in place and ready to release the stent. However, due to the tortuous nature of the blood vessels, there was significant resistance during pushing. After the stent was in place, the stent catheter was retracted, the stent pusher was bend and deform. The physician was worried that the stent would not open, so he eventually removed the stent and microcatheter together. The procedure has been cancelled. The patient was reported unconscious and bleeding.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.